Event description:
It was reported that the patient was experiencing pain in the ear, neck, and head due to the device twisting and turning, and the patient was referred for surgery due to the pain. It was reported that the patient was evaluated by a surgeon who attempted to manipulate the device and believed it was firmly in place. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient continued to feel that the device flips and that it pulls on the nerve. Surgery was taken which discovered that the suture used to secure the generator became loose. The generator was then re-secured with stronger sutures. No additional or relevant information has been received to date.